Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The interconnect cable was replaced. The system operates as intended.

Event description:
The customer reported that the 7700 system would not boot up. No pt injury was reported.